Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 486mg/dl. The customer treated with insulin. Customer indicated that the pump was not giving the correct amount of insulin. Customer was unable to troubleshoot because they were driving and indicated that they would call back at a later time.